Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The lot was manufactured from may 24, 2014 ¿ may 27, 2014. The device was received for evaluation. Visual inspection showed no signs of physical abnormality that could have caused the reported problem. A functional flow rate test was performed and the flow rates were found to be within the specification range. The reported condition could not be verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor under-infused. The drug solution remained in the device after the infusion was completed after approximately 24 hours. There was no patient injury or medical intervention associated with this event. No additional information is available.